Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that since installation, this site has experience difficulty downloading exams through wireless. Their current work-around is to burn discs off site, and are frustrated with the situation. It was contacted and was mentioned that they are able to ping other devices on the same access point as well as another navigation system through a different access point with no packet loss, but when pinging this particular system, there is substantial packet loss. It is suspected to be a faulty wireless endpoint. There was no patient present when this issue was identified. Additional information was received. It was reported that the system appears to be functioning as intended.